Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that the patient's "heart rate had been 90-100" for the past few days and that "she didn't think the pacemaker was working right." Communication attempts were made with the clinic were unsuccessful. According to manufacturer records, the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.